Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a fixos 3.5 mm screw fractured during an mtp arthrodesis. The tip of the screw remained in the bone, as it was strong enough for fixation purposes, but there was another screw and a k-wire added for strength in the forefoot."